Event description:
Report #2 of 4. A general report was received of four undocumented incidences of fluid back-flow from the secondary bag into the primary bag. The pt was in pre-operative holding area, and was to receive an unspecified antibiotic. The customer reported that the primary piggyback set was infusing an unspecified IV solution, which was connected to the primary piggyback set at the upper clave port. It was reported that the secondary bag was higher then the primary bag, and was at the "normal height" for a secondary infusion. Upon initiation of the antibiotic infusion via the secondary set, the contents of the secondary bag reportedly back-flowed into the primary bag. There was no reported bleed back noted in the tubing. The tubing sets were exchanged for new sets, and therapy resumed without further incident. There were no adverse pt effects. Though requested, no further info was available.